Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic reaction after 3 days of wearing an adc freestyle libre sensor. Customer experienced symptoms of itching and redness at the sensor site since (B)(6) 2018 and had contact with a healthcare professional on (B)(6) 2018 who prescribed a cortisone ointment for treatment. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported experiencing an allergic reaction after 3 days of wearing an adc freestyle libre sensor. Customer experienced symptoms of itching and redness at the sensor site since (B)(6) 2018 and had contact with a healthcare professional on (B)(6) 2018 who prescribed a cortisone ointment for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The provided serial number (B)(4) has a manufacturing date after the case awareness date. Therefore the case has been investigated as if a valid serial number was not provided. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit and environmental monitoring reports were reviewed for issues relating to the sterility of the product. The sensor component has no impact on product sterility and therefore, sensor components dhrs (device history review) were not reviewed. Sensor kit dhrs have been reviewed to assess the manufacturing process, which includes the application of the adhesive to the puck. Dhrs for the freestyle libre sensor kit within expiration at the time of complaint was reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed, representative of product available in the field, and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed and there were no confirmed complaints within the trend data in this review. Therefore, there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.